Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-jul-08 a catheter access port contrast study failed as there was a leaking catheter. It was noted there was inconsistent boluses and a partial catheter leak. The device diagnosis was catheter leakage. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter was explanted/replaced on (B)(6) 2021. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2021. Product type catheter pr oduct ID. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional phone number for initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 1000 mcg/day), hydromorphone (4.1 mg/ml at 2.05 mg/day), and bupivacaine (20 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient¿s pump had typically been within about 2 ml of expected volume at refills then jumped up to 5 ml in (B)(6) 2020. The volumes since then seemed to be ¿bigger and bigger¿ and the patient stated that she was not doing really well with her pain. At the most recent refill on (B)(6) 2021, they were expecting 15 ml and got back 12.5 ml, so the hcp was wondering why the change from getting back too much to now getting back less than expected. During the call, volume accuracy and how it was measured, and pump flow rate specifications were reviewed. Per the hcp, they planned to do a dye study, but one had not yet been ordered.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had no relief inadequate pain relief on (B)(6) 2021. The bolus was increased. Upon interrogation, 4.0 mls were expected but the actual reservoir was 12.5 mls. A catheter dye study was ordered for (B)(6) 2021. It was indicated the event was possibly related to the device or therapy. The event was ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2019, product type catheter, product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.